Event description:
A nurse reported that the patient was hospitalized and diagnosed with pseudomonas peritonitis and administered an unknown dose and frequency of vancomycin via intraperitoneal route and an unknown dose and frequency of cipro via oral route, on (B)(6) 2013. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment: the patient did not wash their hands and did not don a mask. There was no reportable device malfunction. There is no allegation against any fresenius product in relation to the reported event.

Manufacturer narrative:
Medical records were received and reviewed by the post market surveillance department and information is provided. The medical records show the patient was hospitalized on (B)(6) 2013 for pseudomonas peritonitis, but left against medical advice. He was treated with vancomycin and ciprofloxin. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of bacteria peritonitis. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.